Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the 5 ml bd luer-lok¿ syringes sterile, single use experienced foreign matter contamination. The following information was provided by the initial reporter: received a call from a customer requesting to know if bd has received any complaint regarding moisture present in 309646 lot 0189218, customer would not provided facility name, address, phone number nor her last name. Requested additional information, customer hung up. Date of event is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 5 ml bd luer-lok¿ syringes sterile, single use experienced foreign matter contamination. The following information was provided by the initial reporter: received a call from a customer requesting to know if bd has received any complaint regarding moisture present in 309646 lot 0189218, customer would not provided facility name, address, phone number nor her last name. Requested additional information, customer hung up. Date of event is unknown.